Event description:
It was reported there was stimulation in the wrong location. It was noted about 1.5 weeks prior, the patient felt a burning sensation at implantable neurostimulator (ins) location when the stimulator was on. It was reported that the patient felt shocking sensation around stomach and ribs area. It was noted that no system is implanted near abdomen area. It was reported ¿when stimulation is off with palpation, does not reproduce burning sensation¿. It was noted that electrode impedance tested at 3v/450pw, all within normal limits ¿except for 5/6 ??? 6/7??? 3/4 125ohms¿. It was reported with stimulation on, patient only felt stimulation in the stomach/abdomen, ¿like a belt wrapped around¿. It was noted patient programs 1-549 ohms, 35ua, 1-2+3-, 9v/210/40 the patient only felt in stomach, like a belt wrapped around. It was reported program 2-642 ohms, 17ua, 4+5-, 10.5v/210/40 the patient did not feel any stimulation. It was noted with electrodes 1/5: ¿stomach, belt around 5v no legs coverage¿. It was reported with electrodes 3/7: ¿sharp right side of abd. At 9v¿. It was noted patient had great coverage until recently. It was reported no fall or trauma or weight loss. It was noted patient had a MRI of the stomach done about 2 weeks prior at the hospital. It was reported implantable neurostimulator (ins) battery was ¿ok¿, 2.56 v and capacity of 40-90%. It was reported that manufacturer¿s representative tried to reprogram but was unable to get stimulation out of the gut and into the legs where the patient said it was working. It was noted that after an x-ray it was found that the ¿lead was not in its original location¿. It was reported that the patient told the hospital about spinal cord stimulation, but since it was open heart surgery, they did an MRI anyway. It was noted that ¿it only seemed like one electrode was not functioning properly.¿ it was reported the ¿patient was to have the lead(s) replaced and get a new scs.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 7435, serial# (B)(4), product type: programmer. Patient product ID: 3 487a-33, lot# j0108092v, implanted: (B)(6) 2001, product type: lead. Product ID: 3487a-33, lot# j0108092v, implanted: (B)(6) 2001, product type: lead. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3487a-33, lot# j0108092v, implanted: (B)(6) 2001, product type: lead. Product ID: 3487a-33, lot# j0108092v, implanted: (B)(6) 2001, product type: lead. (B)(4).